Event description:
IT WAS REPORTED THAT, IN THE AMERICAN JOINT REPLACEMENT REGISTRY (AJRR) FROM THE UNITED STATES, A TOTAL OF FOUR THOUSAND TWENTY-TWO (4022) KNEES UNDERWENT PRIMARY UKA PROCEDURES BETWEEN (B)(6) 2019 AND (B)(6) 2025, USING A JOURNEY II UK UNICONDYLAR REPLACEMENT. FROM THESE, TWENTY-NINE (57) KNEES WERE LATER REVISED DUE TO THE FOLLOWING REASONS: THIRTEEN (13) KNEES DUE TO INFECTION, FIFTEEN (15) KNEES DUE TO MECHANICAL LOOSENING AND TWELVE (12) KNEES DUE TO OTHER MECHANICAL COMPLICATIONS. ADDITIONAL REASONS FOR REVISION LISTED IN THE REPORT INVOLVING FEWER THAN 11 KNEES BUT WITHOUT A SPECIFIC NUMBER OF REVISIONS INCLUDE: IMPLANT FRACTURE, INSTABILITY, HEMATOMA OR WOUND COMPLICATIONS AND PAIN. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN (B)(6) 2019 AND (B)(6) 2025 IN THE UNITED STATES.

Manufacturer narrative:
REPORTING QUARTER: 2 ((B)(6) 2025). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE AMERICAN JOINT REPLACEMENT REGISTRY (AJRR) FROM THE UNITED STATES, A TOTAL OF FOUR THOUSAND TWENTY-TWO (4022) KNEES UNDERWENT PRIMARY UKA PROCEDURES BETWEEN (B)(6) 2019 AND (B)(6) 2025, USING A JOURNEY II UK UNICONDYLAR REPLACEMENT. FROM THESE, TWENTY-NINE (57) KNEES WERE LATER REVISED DUE TO THE FOLLOWING REASONS: THIRTEEN (13) KNEES DUE TO INFECTION, FIFTEEN (15) KNEES DUE TO MECHANICAL LOOSENING AND TWELVE (12) KNEES DUE TO OTHER MECHANICAL COMPLICATIONS. ADDITIONAL REASONS FOR REVISION LISTED IN THE REPORT INVOLVING FEWER THAN 11 KNEES BUT WITHOUT A SPECIFIC NUMBER OF REVISIONS INCLUDE: IMPLANT FRACTURE, INSTABILITY, HEMATOMA OR WOUND COMPLICATIONS AND PAIN. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN (B)(6) 2019 AND (B)(6) 2025 IN THE UNITED STATES. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE JOURNEY II UK SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT OF THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND RISK REDUCTION MEASURES INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF FOUR THOUSAND TWENTY-TWO (4022) PRIMARY UKA PROCEDURES WITH JOURNEY II UK DEVICES HAVE BEEN PERFORMED IN THE UNITED STATES BETWEEN (B)(6) 2019 AND (B)(6) 2025. THE CUMULATIVE REVISION RATES FOR THESE COMPONENTS ARE NOT STATISTICALLY SIGNIFICANTLY DIFFERENT FROM THE AGGREGATE UKA (REFERRED TO AS ¿THE CLASS¿ BELOW) BASED ON OVERLAPPING CONFIDENCE INTERVALS. THEREFORE, THE JOURNEY II UK DEVICES MET THE RESPECTIVE BENCHMARK. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: O AT 1ST POSTOPERATIVE YEAR: 0.93% (0.69%-1.18%) VS 1.03% (0.93%-1.13%) OF THE CLASS. O AT 2ND POSTOPERATIVE YEAR: 1.57% (1.16%-1.98%) VS 1.73% (1.60%-1.87%) OF THE CLASS. O AT 3RD POSTOPERATIVE YEAR: 2.02% (1.50%-2.54%) VS 2.22% (2.06%-2.38%) OF THE CLASS. O AT 4TH POSTOPERATIVE YEAR: 2.37% (1.76%-2.99%) VS 2.61% (2.42%-2.80%) OF THE CLASS. O AT 5TH POSTOPERATIVE YEAR: 2.64% (1.95%-3.33%) VS 2.91% (2.69%-3.12%) OF THE CLASS. O AT 6TH POSTOPERATIVE YEAR: 2.87% (2.11%-3.63%) VS 3.16% (2.90%-3.41%) OF THE CLASS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00264786-1-L1,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L2,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L3,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L4,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L5,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L6,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L7,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L8,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L9,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L10,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L11,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L12,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L13,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L14,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L15,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L16,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L17,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L18,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L19,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L20,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L21,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L22,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L23,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L24,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L25,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L26,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L27,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L28,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L29,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L30,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L31,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L32,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L33,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L34,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L35,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L36,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L37,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L38,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L39,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L40,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L41,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L42,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L43,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L44,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L45,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L46,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L47,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L48,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L49,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L50,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L51,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L52,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L53,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L54,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L55,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L56,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00264786-1-L57,,10/12/2025,4/13/2025,JOURNEY II UK Unicompartmental Knee System,JOURNEY II UK Unicompartmental Knee System,,,,,,K242711,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, one (1) knee was later revised due to unspecified reason(s). Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand twenty-two (4022) knees underwent primary UKA procedures between 01-Jan-2019 and 25-March-2025, using a Journey II UK unicondylar replacement. From these, twenty-nine (57) knees were later revised due to several reasons, including: fracture (less than 11 cases), infection (13 cases), instability (less than 11 cases), mechanical loosening (15 cases), other mechanical complications (12 cases), hematoma or wound complications (less than 11 cases), pain (less than 11 cases) and all other unspecified reasons for revision (less than 11 cases). It should be noted that more than one reason for revision may be associated with each revision surgery. The structure of the AJRR report does not allow S+N to distinctly match specific reason(s) for revision to a single event. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II UK system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand twenty-two (4022) primary UKA procedures with Journey II UK devices have been performed in the United States between 01-Jan-2019 and 25-March-2025. The cumulative revision rates for these components are not statistically significantly different from the aggregate UKA (referred to as ¿the class¿ below) based on overlapping confidence intervals. Therefore, the JOURNEY II UK devices met the respective benchmark. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.93% (0.69%-1.18%) vs 1.03% (0.93%-1.13%) of the class.;o At 2nd postoperative year: 1.57% (1.16%-1.98%) vs 1.73% (1.60%-1.87%) of the class.;o At 3rd postoperative year: 2.02% (1.50%-2.54%) vs 2.22% (2.06%-2.38%) of the class.;o At 4th postoperative year: 2.37% (1.76%-2.99%) vs 2.61% (2.42%-2.80%) of the class.;o At 5th postoperative year: 2.64% (1.95%-3.33%) vs 2.91% (2.69%-3.12%) of the class.;o At 6th postoperative year: 2.87% (2.11%-3.63%) vs 3.16% (2.90%-3.41%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;

Event description:
BASED ON REAL WORLD DATA FROM THE AMERICAN JOINT REPLACEMENT REGISTRY, SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED STATES FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY UNICONDYLAR KNEE REPLACEMENT PROCEDURES: IT WAS REPORTED THAT, IN THE AMERICAN JOINT REPLACEMENT REGISTRY (AJRR) FROM THE UNITED STATES, A TOTAL OF FOUR THOUSAND TWENTY-TWO (4022) KNEES UNDERWENT PRIMARY UKA PROCEDURES BETWEEN 01-JAN-2019 AND 25-MARCH-2025, USING A JOURNEY II UK UNICONDYLAR REPLACEMENT. FROM THESE, TWENTY-NINE (57) KNEES WERE LATER REVISED DUE TO SEVERAL REASONS, INCLUDING: FRACTURE (LESS THAN 11 CASES), INFECTION (13 CASES), INSTABILITY (LESS THAN 11 CASES), MECHANICAL LOOSENING (15 CASES), OTHER MECHANICAL COMPLICATIONS (12 CASES), HEMATOMA OR WOUND COMPLICATIONS (LESS THAN 11 CASES), PAIN (LESS THAN 11 CASES) AND ALL OTHER UNSPECIFIED REASONS FOR REVISION (LESS THAN 11 CASES). IT SHOULD BE NOTED THAT MORE THAN ONE REASON FOR REVISION MAY BE ASSOCIATED WITH A SINGLE REVISION SURGERY. THE STRUCTURE OF THE AJRR REPORT DOES NOT ALLOW S+N TO DISTINCTLY MATCH SPECIFIC REASON(S) FOR REVISION TO A SINGLE EVENT.

Manufacturer narrative:
CORRECTED DATA: B5 (EVENT NARRATIVE), H11 (SUMMARY OF ADVERSE EVENTS SECTION OF MANUFACTURER'S NARRATIVE). H11: THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER (B)(4), COMMUNICATED ON JULY 1, 2025. AS A RESULT, REPORT 1020279-2025-00802 INCORPORATES ALL THE REAL WORD DATA SHARING THE FOLLOWING BUNDLING CRITERIA: REGISTRATION NUMBER: (B)(4), DATA SOURCE: AMERICAN JOINT REPLACEMENT REGISTRY (AJRR), REPORT TYPE: SERIOUS INJURY, PRODUCT CLASSIFICATION CODE: HSX. NO NEW COMPLAINTS HAVE BEEN ADDED SINCE THE PREVIOUS SUBMISSION ON MAY 8, 2025. EXCEPT FOR THE CORRECTED FIELDS NOTED ABOVE UNDER 'CORRECTED DATA,' THE INFORMATION PROVIDED IN THE REQUIRED FIELDS OF THE PRIOR 3500A FORM SUBMITTED ON MAY 8, 2025, REMAINS UNCHANGED. REPORTING QUARTER: 2 (APRIL 1 - JUN 30, 2025). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE AMERICAN JOINT REPLACEMENT REGISTRY (AJRR) FROM THE UNITED STATES, A TOTAL OF FOUR THOUSAND TWENTY-TWO (4022) KNEES UNDERWENT PRIMARY UKA PROCEDURES BETWEEN 01-JAN-2019 AND 25-MARCH-2025, USING A JOURNEY II UK UNICONDYLAR REPLACEMENT. FROM THESE, TWENTY-NINE (57) KNEES WERE LATER REVISED DUE TO SEVERAL REASONS, INCLUDING: FRACTURE (LESS THAN 11 CASES), INFECTION (13 CASES), INSTABILITY (LESS THAN 11 CASES), MECHANICAL LOOSENING (15 CASES), OTHER MECHANICAL COMPLICATIONS (12 CASES), HEMATOMA OR WOUND COMPLICATIONS (LESS THAN 11 CASES), PAIN (LESS THAN 11 CASES) AND ALL OTHER UNSPECIFIED REASONS FOR REVISION (LESS THAN 11 CASES). IT SHOULD BE NOTED THAT MORE THAN ONE REASON FOR REVISION MAY BE ASSOCIATED WITH EACH REVISION SURGERY. THE STRUCTURE OF THE AJRR REPORT DOES NOT ALLOW S+N TO DISTINCTLY MATCH SPECIFIC REASON(S) FOR REVISION TO A SINGLE EVENT. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE JOURNEY II UK SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT OF THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND RISK REDUCTION MEASURES INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF FOUR THOUSAND TWENTY-TWO (4022) PRIMARY UKA PROCEDURES WITH JOURNEY II UK DEVICES HAVE BEEN PERFORMED IN THE UNITED STATES BETWEEN 01-JAN-2019 AND 25-MARCH-2025. THE CUMULATIVE REVISION RATES FOR THESE COMPONENTS ARE NOT STATISTICALLY SIGNIFICANTLY DIFFERENT FROM THE AGGREGATE UKA (REFERRED TO AS ¿THE CLASS¿ BELOW) BASED ON OVERLAPPING CONFIDENCE INTERVALS. THEREFORE, THE JOURNEY II UK DEVICES MET THE RESPECTIVE BENCHMARK. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: O AT 1ST POSTOPERATIVE YEAR: 0.93% (0.69%-1.18%) VS 1.03% (0.93%-1.13%) OF THE CLASS. O AT 2ND POSTOPERATIVE YEAR: 1.57% (1.16%-1.98%) VS 1.73% (1.60%-1.87%) OF THE CLASS. O AT 3RD POSTOPERATIVE YEAR: 2.02% (1.50%-2.54%) VS 2.22% (2.06%-2.38%) OF THE CLASS. O AT 4TH POSTOPERATIVE YEAR: 2.37% (1.76%-2.99%) VS 2.61% (2.42%-2.80%) OF THE CLASS. O AT 5TH POSTOPERATIVE YEAR: 2.64% (1.95%-3.33%) VS 2.91% (2.69%-3.12%) OF THE CLASS. O AT 6TH POSTOPERATIVE YEAR: 2.87% (2.11%-3.63%) VS 3.16% (2.90%-3.41%) OF THE CLASS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.